Event description:
It was reported, "during surgery a chip at the plastic part of the tibia inserter was fallen off."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.